Manufacturer narrative:
B5; additional information received : the date the occlusion was noted and the cause of the events are undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c124e, serial/lot #: (B)(4), ubd: 07-nov-2014, UDI#: (B)(4); product ID: etlw1620c156e, serial/lot #: (B)(4), ubd: 11-mar-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure via patient servies that a note on a operative report noted that the endurant stent grafts were explanted approximately 5 years post the index procedure. The following information was noted in the report: on an unknown date the year of the index procedure the patient was experiencing significant claudication in the right lower extremity. Approximately 1 year post the index procedure the patient underwent a left to right fem-fem bypass due to a right iliac limb occlusion and implant of a non mdt graft. Further surveillance study found significant increase in the aneurysm sac diameter from 80mm to 100mm. The cta was suggestive of a type ia and possible type ib endoleak. The patient was not a candidate for further endovascular intervention and approximately 10 years post the index procedure, the physician elected to explant the stent graft system and place a hand sewn graft. During the explant procedure, 2 small serosal tears occurred while the physician was removing adhesions using cautery and sharp dissections. The tears were sutured and the explant procedure continued without any further adverse events to the patient. Per the physician the cause of the occlusion and endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored.